Event description:
Pt called in 2002 alleging that surestep meter was reading inaccurately low. Pt was "feeling heavy and hands feeling numb". Pt got a reading of 130 compared to an accucheck meter with a reading of 253 mg/dl. Pt was taken to the emergency room and given medication for diabetes. Pt cleaning meter incorrectly. Unable to contact the customer to obtain more info. Attempted contact twice. Sending letter.